Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: manufacturing location: supplier: (B)(4) / inspected and packaged by: (B)(4). Release to warehouse date: 24-feb-2022. Expiration date: 01-feb-2032. Part number: 03.404.016s, 10.0mm reamer head for ria 2-sterile. Lot number: 651p976 (sterile). Production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m016, ria ii reamer head 10.0mm. Lot number: 358p774. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of compliance was reviewed and determined to be conforming. Certification for heat treat was reviewed and determined to be conforming. Certificate of compliance was reviewed and determined to be conforming. Certificate of tests was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned image. Visual analysis of the photo revealed that the 10.0mm reamer head for ria 2 sterile had all of its prongs broken, fragments are visible in the x-ray and image provided, hence it can be confirmed that they were retrieved from the patient. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the 10.0mm reamer head for ria 2 sterile would contribute to the complained device issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in new zealand as follows: it was reported that on (B)(6) 2023, the ria 2 head broke during the case, in midshaft tibia. All four legs of the connection point broke and had to be retrieved. The drill was on the right drill setting, and surgeon used this very consistently. There was a surgical delay. The fragments were removed with pituitaries. Not all fragments were able to be removed. The procedure was successfully completed. This report involves one (1) 10.0mm reamer head for ria 2 sterile. This is report 1 of 1 for b)(4).